Event description:
It was reported that a patient with a medical history of complex regional pain syndrome (crps) and a known allergy to silicone experienced redness and a rash in the area of an implantable neurostimulator (ins). The patient also reported a return of pain and new pain unrelated to their baseline condition. Despite being aware of the silicone content in the device, the patient opted for the implant to manage lower leg pain. Over approximately two weeks, the patient developed symptoms believed to be related to the silicone allergy. The patient decided to have the device explanted due to the allergy and associated symptoms, and the physician agreed to perform the removal in the near future. The date of the surgery has not been scheduled yet.  No device issues reported.  The rep reported they would provide additional information that they become aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.